Manufacturer narrative:
Evaluation summary: on (B)(6) 2011, the product evaluation was completed and states: the valve exhibited heavy calcification at the free margins leaflet 1 and 3 and moderate at the free margins of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the outflow and into the orifice at the greatest point by approximately 3-4mm. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 2mm. Host tissue was heavy at the stent inflow and the stent outflow. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer summary: on (B)(6) 2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Additional information was requested but was not provided. However, the device was returned for evaluation and the evaluation confirms the customers report of stenosis. Conclusion: stenosis can be due to many factors depending on the implant duration, including but not limited to: calcification, thrombosis and pannus. In this case, the calcification most likely lead to stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. At the time of implant, this male patient was approximately (B)(6), which may have been a factor in the early calcification of the device. But without the additional information regarding patient history, we are unable to conclusively determine the root cause for the early calcification and pannus tissue overgrowth.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a mitral valve was explanted after an implant duration of approximately 3 years, 8 months (44.17 months) due to mitral stenosis.